Event description:
Additional information: the hcp later reported the pump was never lined up right and hit the bone (rib). He said the patient had a sharp pain in the ruq and the pump was out of position at a 90 degree angle. The pump tore some tissue. The patient had surgery to revise the pump pocket due to their small frame; there was barely any room for the pump to fit without hitting either the ribs or the iliac bone. The pump fits better now after the revision but that it still sits "funny". The patient is still slightly uncomfortable due to the position of the pump but better. They are discussing whether or not to perform another surgery to place the pump on the other side. The pump is partially rotated out and to push it would put it under the ribs. The pump delivered dilaudid, bupivacaine, and clonidine.

Event description:
A flipped pump was reported. Healthcare provider had performed imaging and confirmed a 90 degree flip. It was added that the patient was doing fine since the pump did not flip all the way, but appeared to be up on its side and was protruding from the patient's skin. On (B)(6) 2012 a revision surgery was indicated to have been scheduled for next tuesday i.e. (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported that the patient had fallen ¿the other day¿ and had torn the pouch holding the pump. The patient had gone to the emergency room. This lead to the pump flipping in the pocket and the surgical revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).